Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device was showing an error message. There was no patient involvement.

Manufacturer narrative:
The distributor field service engineer (fse) evaluated the device onsite. The reported problem was confirmed. The fse confirmed the cause of the device not passing the operation control test was due to the therapy capacitor being defective. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the therapy capacitor. The therapy capacitor was replaced. The device passed all performance assurance tests and was returned to the customer. It has been concluded that no further action is required at this time. H3 other text: the device was evaluated by a distributor.